Manufacturer narrative:
The device has not been returned. A device eval cannot be performed; therefore, the cause of the reported event is undetermined. The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot. The 2008, 15-month interject sclerotherapy needle product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corp in 2008, that the interject sclerotherapy needle was used during an esophagogastroduodenoscopy procedure one day prior. (Pt age, gender and weight unk). According to the complainant, the device appeared to be bent or kinked out of the package. During the procedure, the needle would not exit the catheter. The physician completed the procedure, using a second interject sclerotherapy device. No pt complications were reported as a result of this event.